Event description:
In 2003. The perfusionist contacted the manufacturer and stated that he had banded the stroke volume limiter (svl) to the handle of a drive console, so that it would not fall off and break. While attached to the handle of the drive console prior to being used on a pt, the tubing on the pt side of the 3vl snapped off when the surgeon leaned against it. The device was not used on a pt.